Event description:
The following is based on the medical records provided by the patient's attorney: on (B)(6) 2008- patient began hemodialysis. On (B)(6) 2011 - annual hd history and physical. On (B)(6) 2012 - hd treatment sheet. Treatment initiated and completed without difficulty. Discharged to home ambulatory. On (B)(6) 2012 and (B)(6) 2013 - treatment initiated and completed without difficulty. Discharged to home ambulatory. On (B)(6) 2012 - hospital death summary - patient presented with dizziness and unresponsiveness. Ems was summoned to residence and patient was found to be in pulseless electrical activity (pea). Episode of v-tach in emergency room requiring defibrillation and initiation of amiodarone. EKG consistent with acute anterior mi and he was taken emergently to cath lab. Transferred to ICU. The patient subsequently expired. Cause of death on hospital records: cardiogenic shock secondary to acute myocardial infarction. A death certificate and/or autopsy report was not provided.

Manufacturer narrative:
The initial report indicated the patient suffered a cardiovascular event and subsequently expired on (B)(6) 2012. During a medical record review it was identified that the complaint met the criteria of a system level review. A system level investigation is being performed to include all concomitant fresenius products used at the time of the event. Medical records were provided and reviewed by the post market clinical staff and physician. According to the medical records ((B)(6)) provided by the plaintiff's attorney; medical records indicate patient received uneventful hemodialysis on (B)(6) 2013; and according to the treatment notes patient was discharged home in stable condition and without complaints to home. The limited info available revealed patient to be found in pea, and taken to the cath lab for an acute myocardial infarction. There is no history of defective or out of specification products used in this time frame. The hospital discharge summary documents the patient expired on (B)(6) 2012 with the stated cause of death: cardiogenic shock secondary to acute myocardial infarction. A death certificate or autopsy report has not been provided. A plant investigation is currently on-going. A supplemental report will be submitted at the conclusion. Please reference MDR report numbers: 1225714-2013-00092, 00093. 00102, 00103, 00108, 00107, 2937457-2013-00106, 00107, 1713747-2013-00284, 00285, 8030665-2013-00480, 00481, 1713747-2013-99920 and 99921.